Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 434 mg/dl at time of incident and current blood glucose level was more than 215 mg/dl and treated with insulin pump and other blood glucose value was 408 mg/dl to 387 mg/dl then 366 mg/dl, 332 mg/dl, 300 mg/dl, 201 mg/dl and 213 mg/dl. The customer assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer states the drive support cap appears normal. Customer states reservoir had air bubble during changing the set and approximate size of air bubbles was one fourth big in diameter. Customer states they also ran a self-test which passed. The device will not be returned for analysis.